Event description:
The patient stated that his blood glucose elevated to 400 mg/dl and he discovered that the outer tubing of his infusion set had separated at the luer connection. Symptoms of high blood glucose were dry mouth and thirst. His normal blood glucose range is 100-150 mg/dl. He stated he changed his infusion tubing and bolused to lower his blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.